Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the device was found to be broken when the package was opened and it was not used. As per the follow-up information received via ibc on 18apr2022, it was stated that it was unknown which device was broken. It was unknown how the device was broken and it was not used by the patient.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inappropriate package design ". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because a review of the label could not have prevented this issue. The device was not returned

Event description:
It was reported that the device was found to be broken when the package was opened and it was not used. As per the follow-up information received via ibc on 18apr2022, it was stated that it was unknown which device was broken. It was unknown how the device was broken and it was not used by the patient.